Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator display had lines and grainy. There was no patient involvement.